Event description:
It was reported that the customer's device had its wrench icon illuminated and initially would not power off. When the battery was removed, the device powered off, however the device would not power back on. The device would not power on with other batteries as well. These was no pt use associated with the reported failure.

Manufacturer narrative:
(B)(4). The customer has advised physio-control that due to the costs associated with repair and the age of the device, they will be retiring the device from service. The device will not be returned to physio-control for eval. The cause of the reported failure could not be determined.